Manufacturer narrative:
It was reported that "when medicine is placed in the nebulizer it is not coming through and being provided to the customer". No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Medicine not coming through."